Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer while the pump was in use. There was no adverse impact on the customer's blood glucose level. The customer attempted to load a new cartridge with assistance from technical support, but the alarm recurred, preventing a successful resumption of insulin therapy. As a corrective action, technical support decided to replace the pump, which was under warranty. The customer planned to use multiple daily injections (mdi) as a backup for insulin delivery. Instructions were provided to the customer for putting the pump into storage mode and returning it to tandem using a pre-paid label within ten days, which the customer understood and acknowledged.